Event description:
This unsolicited case from (B)(6) was received on 17- jan-2018 from physician (obstetrician/gynecologist) this case concerns a (B)(6) female patient who received seprafilm and after 6 days patient had abscess (severe) developed in the cervix patient had underlying disease (surgery indication): delivery (childbirth). Concurrent condition before surgery: gestational hypertension. Patient had no concomitant use of other medical devices. No relevant past drugs was reported. On (B)(6) 2017, caesarean section was performed for delivery, and 1 sheet of seprafilm was applied to the cervix and body of the uterus and to the vesical and uterine peritoneum once, without using sepralap (indication, route and form: not reported). On (B)(6) 2017, after 6 days of receiving seprafilm, abscess (severe) developed in the cervix (the onset site seemed obvious to be the application site of seprafilm. On (B)(6) 2018, the abscess resolved. It was reported that bacterial culture was negative. Corrective treatment: not reported. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated and results were pending. Diagnosis: abscess reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting obstetrician/gynecologist's causality assessment: unknown. Reporting obstetrician/gynecologist's comment: the patient risk factor was considered to be an alternative explanation for the abscess (the patient had high crp and wbc levels since before the surgery).

Event description:
This unsolicited case from (B)(6) was received on 17- jan-2018 from physician (obstetrician/gynecologist). This case concerns a (B)(6) years old female patient who received seprafilm and after 6 days patient had abscess (severe) developed in the cervix. Patient had underlying disease (surgery indication): delivery (childbirth). Concurrent condition before surgery: gestational hypertension. Patient had no concomitant use of other medical devices. No relevant past drugs was reported. On (B)(6) 2017, caesarean section was performed for delivery, and 1 sheet of seprafilm was applied to the cervix and body of the uterus and to the vesical and uterine peritoneum once, without using sepralap (indication, route and form: not reported). On (B)(6) 2017, after 6 days of receiving seprafilm, abscess (severe) developed in the cervix (the onset site seemed obvious to be the application site of seprafilm. On (B)(6) 2018, the abscess resolved. It was reported that bacterial culture was negative. Corrective treatment: not reported. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) no product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots were manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics are compiled by sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by sanofi-genzyme biosurgery quality assurance at that time. Diagnosis: abscess reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting obstetrician/gynecologist's causality assessment: unknown reporting obstetrician/gynecologist's comment: the patient risk factor was considered to be an alternative explanation for the abscess (the patient had high crp and wbc levels since before the surgery). Additional information was received on 31-jan-2018. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly.

Event description:
Abscess (severe) developed in the cervix [uterine abscess]. Case narrative: initial information received on 17-jan-2018 regarding an unsolicited valid serious case received from (lp) japan-kaken lsa-pcp under reference on 22-feb-2019 and transmitted to sanofi. This case involves a 36 years old female patient who experienced abscess (severe) developed in the cervix, while she using with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included delivery and caesarean section. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing gestational hypertension. Patient had no concomitant use of other medical devices. No relevant past drugs was reported. On (B)(6) 2017, caesarean section was performed for delivery, and 1 sheet of seprafilm was applied to the cervix and body of the uterus and to the vesical and uterine peritoneum once, without using sepralap (indication, route and form: not reported). On (B)(6) 2017, after 6 days of receiving seprafilm, abscess (severe) developed in the cervix (the onset site seemed obvious to be the application site of seprafilm. On (B)(6) 2018, the abscess resolved. It was reported that bacterial culture was negative. The patient developed an event of a serious abscess (severe) developed in the cervix (uterine abscess) 6 days after starting use of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant. The patient was hospitalized for this event. Relevant laboratory test results included: laboratory test - on an unknown date: [unknown date: bacterial culture, negative]. Final diagnosis was abscess (severe) developed in the cervix.. It was not reported if the patient received a corrective treatment. The patient outcome is reported as recovered / resolved on (B)(6) 2018 for abscess (severe) developed in the cervix. Reporting obstetrician/gynecologist's comment: the patient risk factor (the patient had high crp and wbc levels since before the surgery) was considered to be an alternative explanation for "abscess (severe) developed in the cervix". The causal role of seprafilm was unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots were manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics are compiled by sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by sanofi-genzyme biosurgery quality assurance at that time. Additional information was received on 31-jan-2018. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly. Additional information was received on 22-feb-2019: no new information was received. Correction to the previous report: added reporter comment. Added past medical history.